Manufacturer narrative:
The device involved in the event was returned for evaluation and the proximal end of the pushwire was found housed in the rubber cap. The evaluation could not determine the cause of the event. (B)(4).

Event description:
During the preparation, it was noted that the end of the coil pushwire was not housed in the rubber cap and the device was found contaminated; therefore, it was not used in the patient.